Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2020-04984 for the flexiva laser fiber, MFR report #3005099803-2020-04985 for the flexiva laser fiber and MFR report #3005099803-2020-04986 for the flexiva laser fiber. It was reported to boston scientific corporation on (b)(6 2020 that a flexiva 550 laser fiber was used in a holmium laser enucleation of the prostate (holep) procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis laser console. According to the complainant, during the procedure, it was noted that the laser fiber was beginning to melt inside the patient. A second of the same device was used and the same issue occurred. Reportedly, there was no burn injury to the user or to the patient. Due to the laser fiber failure the procedure was completed via open surgery, open prostatectomy. There were no additional patient complications reported as a result of this event.